Event description:
It was reported the patient had been experiencing a shocking sensation for the three months leading to the call. It was noted the patient had no falls, accidents, or trauma related to the event. It was reported the patient was uncomfortable sleeping on their back. It was noted the patient felt the shocking even if their stimulator was off, if they sat in a certain position. It was reported no imaging or impedance checks had been performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v029657, implanted: (B)(6) 2007, product type: lead. (B)(4).